Event description:
It was reported by the clinician that "skipped beats" and "occasional" atrial undersensing were visualized on a holter monitor recording. The patient states feeling a skipped beat "sometimes." The patient was brought into clinic; no reprogramming was required. No known patient complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
For use by user facility/importer(devices only). (B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead was not received by the manufacturer as it remains in use; therefore it will not be evaluated. A 4968 implantable pacing lead 2010 (B)(4).